Event description:
Customer reported an unknown error message related to the cartridge, followed by a malfunction that occurred. There was no reported impact to the customer¿s blood glucose level. The issue could not be further troubleshooted due to the malfunction. The customer reverted to manual injections for insulin therapy.